Event description:
It was reported that during a cardiac ablation, the device became stuck in the lesion and a shaft break occurred. Vascular access was obtained via the right femoral artery. The target lesion was located in the non-tortuous right femoral vein. This polaris x diagnostic catheter was selected; however, during insertion into the right femoral vein the catheter became stuck in a side branch in the groin and "broke." The catheter was removed intact through the 7fr non-bsc sheath. The catheter did not enter the heart. The procedure was completed with another of the same device. No patient complications were reported and that patient's status is stable. Additional information has been requested and is not available.

Event description:
It was reported that during a cardiac ablation, the device became stuck in the lesion and a shaft break occurred. Vascular access was obtained via the right femoral artery. The target lesion was located in the non-tortuous right femoral vein. This polaris x diagnostic catheter was selected; however, during insertion into the right femoral vein the catheter became stuck in a side branch in the groin and "broke." The catheter was removed intact through the 7fr non-bsc sheath. The catheter did not enter the heart. The procedure was completed with another of the same device. No patient complications were reported and that patient's status is stable. Additional information has been requested and is not available.

Manufacturer narrative:
Device evaluation: the catheter was received for analysis. During visual inspection, the distal tubing shaft was found kinked near the thermal bond area and along the shaft. The catheter's curve was found to be out of plane and dissection of the of the distal tubing revealed damage to the polyester sleeve. The guide coil was kinked and stretched. The center support and steering wire were bent. No issues were observed with the handle. Inspection of the internal components found no anomalies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). . Device evaluation by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).